Event description:
Tried to download holter monitor (sn# (B)(4). Both occasions monitor stated no ECG recorded. Monitor pulled form use to be tested and repaired. Ordering provider notified of loss of recording and to see if they would like a repeat recording. If provider would like a repeat them would need to wear monitor again.